Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked lcd window, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit passed displacement test and self test. (B)(4).

Event description:
Information received by medtronic indicated that back of insulin pump and screen was crack. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.